Event description:
In an article titled, "mesh-and-glue technique to prevent leakage of cerebrospinal fluid after implantation of expanded polytetrafluoroethylene dura substitute" it states a patient underwent a supratentorial craniotomy with eptfe dural closure. A cerebrospinal fluid accumulation was seen subcutaneously in the postoperative phase which required reexploration.

Manufacturer narrative:
Literature citation: nagata, k., et al. Mesh-and-glue technique to prevent leakage of cerebrospinal fluid after implantation of explanted polytetrafluoroethylene dura substitute, neurol med chir (tokyo) 1999 april; 39:316-319. Conclusions - a review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device is not available for analysis, so no engineering investigation could be performed.